Event description:
It was reported that the 2800 system will not store or recall print images. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded calibration files. The system was tested and found to be working as intended and placed back into svc.